Event description:
It was reported that the battery voltage fluctuated over the period of a month and reached elective replacement indicators (eri). The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) performance data collected from the device was analyzed and revealed that there were no anomalies found. As of (B)(4)-2011, the device was not at eri. Battery voltage was 2.81 v. Ramware version 8 installed on (B)(4)-2011.